Event description:
It was reported patient underwent a knee arthroplasty revision of a competitor product on (B)(6), 2012. During the procedure, when removing the femoral trial from the canal the trial stem fractured. The surgeon attempted to remove the provisional stem then opted to retain the titanium trial stem in the canal and continue with the surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." The product identification necessary to review manufacturing history was not provided.